Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age, or origin. The patient was taking an insulin lispro (humalog) for treatment of an unknown indication. On (B)(6) 2011, the humapen ergo teal pen body with a clear cartridge holder attached was reported to have worn engagement tabs, that caused the cartridge holder to detach from the pen body which made it impossible to apply the medication. This humapen ergo teal pen body with a clear cartridge holder attached was associated with product complaint (B)(4). The operator of the device was the patient. The user was trained in the hospital. This device model was used for approximately 10 years. The status of the device was not provided.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age, or origin. The patient was taking an insulin lispro (humalog) for treatment of an unknown indication. On (B)(6) 2011, the humapen ergo teal pen body with a clear cartridge holder attached was reported to have worn engagement tabs that caused the cartridge holder to detach from the pen body which made it impossible to apply the medication. This humapen ergo teal pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0403a03. The operator of the device was the patient. The user was trained in the hospital. This device model was used for approximately 10 years. The device was returned on (B)(6) 2011. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary, the manufactured date of the device, and the returned date of the device; updated the malfunction field to no and the device misuse to no; medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient's mother reported that her daughter's humapen ergo device cartridge holder detached from the pen body when applying the medicine and that the engagement tabs were worn. Investigation of the returned device (batch 0403a03, manufactured march 2004) found the cartridge holder engagement tabs were present and intact. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage.